Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system failure to run on battery was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 30 minutes. The root cause of the failure was identified as a failure in the li-ion battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the unit is not holding a charge on the battery. The battery indicates charging but will power off as soon as the power cord is disconnected.

Event description:
It was reported that the unit is not holding a charge on the battery. The battery indicates charging but will power off as soon as the power cord is disconnected.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of system failure to run on battery was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 30 minutes. The root cause of the failure was identified as a failure in the li-ion battery. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the unit is not holding a charge on the battery. The battery indicates charging but will power off as soon as the power cord is disconnected.